Manufacturer narrative:
Samples received: four (4) unopened pouches. Analysis and results: there are no previous complaints of this code batch. Manufactured (B)(4) units of this code batch. There are (B)(4) units in stock. The needle tips of the samples received were checked and are the usual and the current ones. The needles of the closed samples received were tested for needle puncture strength. Needle puncture strength test is used to determine the puncture strength of the needles. Each needle is tested with 10 punctures. The average penetration result is 0.573 n. This result is 4% lower than that the current average of penetration for these needles (0.597 n). The complained needles have better penetration performance. Final conclusion: the complaint if justified. Although results of the needles of the samples received have better penetration performance that the current average penetration for these needles, note is taken of this incident in order to assess if new or additional actions are needed. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: colombia. The client reported that the edge of the needle was blunt during use.